Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure was removed") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the device). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of medical device removal ("essure was removed") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. In 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the device). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.